Manufacturer narrative:
(B) (4).

Event description:
For the past 8-9 months, the patient has to come in 1-2 weeks early for refills because the pump would run out of medication by her refill date; up to 5.4 cc short. The patient experienced withdrawal as a result. Follow-up with the patient's healthcare provider was recommended. Additional information has been requested, a follow-up report will be sent if additional information becomes available.